Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) states about 3 days ago, they noticed an error message that appeared on their pt programmer. Pt mentioned they no longer have a managing physician. Pt services had pt communicate with ins and pt confirmed seeing por. Pt services reviewed stim has been turned off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The patient called to follow up regarding the por. Patient reported during their call that the [device] never worked for their urinary frequency, it was supposed to keep them from going to the bathroom every 15 minutes and get off their medication but it did not. The only thing the [device] did help with was pain caused by interstitial cystitis. The pain has now returned because therapy was off due to por. The patient felt their were mislead by their implanting physician and no longer went to this practice. Patient has a bladder doctor but it was not clear if this physician was trained with [device] therapy. Patient had an appointment with their bladder doctor in april. Patient services discussed potential for [device] to be at or near eos. Patient indicated they have no intentions to undergo replacement surgery however would like therapy turned back on again if possible because of their pain.